Event description:
It was reported that the user exhausted insulin overnight, resumed therapy after changing supplies, and then experienced hyperglycemia recorded at 401 mg/dl while using the ilet system; the customer was advised to allow time for automated correction and to avoid stacking insulin, with optional temporary disconnection if rapid-acting insulin was administered off-pump. Customer care provided remote troubleshooting and education. Investigation of this case revealed an unclear cause of hyperglycemia with the device delivering correction doses as designed. Symptoms include nausea associated with elevated blood glucose. Outcomes included no reported injury, no emergency treatment, and no hospitalization. It was concluded that the event involved hyperglycemia with cause unclear and that the device function was not confirmed to be defective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.